Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons had to be pressed multiple times and the volume was too low. Customer¿s blood glucose level was unknown. Customer also reported volume too low and cracks around reservoir area. The device will not be returned for analysis.